Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating noise on the atrial channel as well as a little noise on the right ventricular rate/sense channel that is resulting in pacing inhibition. It was noted that the representative intends to reduce the device sensitivity on the right ventricular defibrillation lead since defibrillation thresholds were done at least.

Event description:
Guidant (now boston scientific) received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating noise on the atrial channel as well as a little noise on the right ventricular rate/sense channel that is resulting in pacing inhibition. It was noted that the representative intends to reduce the device sensitivity on the right ventricular defibrillation lead since defibrillation thresholds were done at least.

Manufacturer narrative:
A guidant (now boston scientific) technical services (ts) consultant noted that a plugged atrial port can still sense and show noise. The ts consultant further discussed that this should have no impact on ventricular pacing and that this sounds like ventricular pacing inhibition may have been due to emi (electromagnetic interference). The ts consultant recommended turning off atrial electrograms. It was reported that this has already been done. No adverse patient effects were reported. No additional information was provided. If additional information becomes available, or if the product is returned for analysis, this event will be reopened. Subsequently, this device was explanted due to normal battery depletion, and returned to our post market quality assurance laboratory for analysis. An engineering level longevity calculation determined that the device met labeled longevity expectations. A review of device memory found no anomalies. The device was then subjected to a series of diagnostic tests that verified normal pacing, sensing, and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.